Event description:
On (B)(6) 2019 pt underwent a l5/s1 alif using a medtronic titan spine 40x27 implant with two 5.5x30mm screws for fixation. On (B)(6) 2019, pt was scheduled for l5/s1 hemi-laminectomy for postoperative pain. Once the pt was asleep and positioned a c-arm x-ray was taken to confirm the site. The x-ray showed that one of the fixation screws had backed out and the implant was not stable. The pt was woke up and scheduled for a posterior l5/s1 pedicle screw placements later that day.